Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was noted that the audio bolus button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: on investigation, the audio bolus button cover was missing from the pump, the button could not be used. Investigation confirmed the complaint.